Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that for the lead a low sensing signal was observed. It was further reported that while extracting the lead, difficulty was experienced inserting the stylet. No patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): a partial lead in segments was returned and analyzed. Blood was observed in/on helix mechanism. Blood/body fluid was also present in the outer tubing overlay. The defib conductor was distorted, the outer tubing was kinked/buckled, the outer tubing overlay was melted, and the outer tubing was breached (non-electrical). There was apparent explant damage. Complete tissue ingrowth of the sense ring and the distal tip was noted. No proximal conductor continuity (sense) reading was obtained until ingrowth tissue was removed. Following tissue removal, the continuity test passed.